Event description:
A customer reported to baxter (B)(4) of a one-link needle free IV connector, in which a nurse described that 1 out of 4 one link connections to IV sets comes loose. The process step is during use. There was no patient injury/reaction reported; medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: the assignable root cause for the reported condition is use error. A labeling review was completed and the direction insert was found to be sufficient in providing information concerning luer connections prior to use. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.